Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer filled and loaded new cartridge, and will replace pump supplies as needed and then resume insulin therapy.